Manufacturer narrative:
Product ID: 3889-28, lot# v780818, implanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that they were not able to adjust stimulation. Display showed "call your doctor" icon with a por condition, warning screen. If additional information is received, a follow up report will be sent.